Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The manufacturer found evidence of dust and dirt contamination. The blower motor assembly and flow sensor assembly were replaced to address the issue.